Manufacturer narrative:
(B)(4).

Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report on behalf of patient's mother a skin irritation on (B)(6) 2014. Patient's mother claimed that the patient experienced a rash at site of sensor patch adhesion. Patient's mother sought medical attention and was prescribed a cream for affected area. Patient's mother reported that the rash lasted for about a day and disappeared after use of cream. International distributor did not report any injury or further medical intervention at the time of contact with dexcom technical support.